Manufacturer narrative:
Product analysis summary: the device returned with kinks evident to the hypotube. The guidewire did not return for evaluation. The distal tip and inner member were severely stretched. A 0.014 inch guidewire could not be backloaded through the tip due to the deformation on the tip and inner member. The inner lumen patency could not be verified with a 0.015 inch mandrel due to deformation of the guidewire lumen. The stent was not positioned on the balloon between the marker bands as per specifications due to stretching of the inner member. Deformation was evident to the distal stent wraps with struts overlapping and flattened. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the stent failed. It was reported that there was difficulty removing the device from over the guidewire only prior to stent deployment. The guidewire could not be separated from the device when inside the patient, and also when outside the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was intended to be used during a procedure to treat a lesion. It was reported that there was difficulty removing the device prior to stent deployment. There is no patient injury reported.